Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter perforation occurred. A 2.00mmx12mm apex balloon catheter was advanced for dilation. However, during the procedure, the guide wire came out of the balloon catheter before reaching the rapid exchange portion. The procedure was completed with a different device. No patient complications were reported and the patient was not harmed.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. The balloon was tightly folded. The tip, balloon, markerbands, and inner/outer shafts were microscopically inspected. Inspection revealed inner and outer shaft damage (perforation) at 5cm from the tip of the device, along with inner buckling 2mm just prior to the perforations. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set and is within specification. Inspection found the rest of the device free of damage. The guide wire used in the procedure was not returned, so functional testing was executed with a kinetix guide wire. The kinetix was loaded into the tip of the device and advanced for about 45mm, then the wire stopped advancing due to inner shaft damage (buckling). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter perforation occurred. A 2.00mmx12mm apex¿ balloon catheter was advanced for dilation. However, during the procedure, the guide wire came out of the balloon catheter before reaching the rapid exchange portion. The procedure was completed with a different device. No patient complications were reported and the patient was not harmed.